Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient got infected, showing bubbles on the superficial layer. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: nothing that much serious but infected. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? - unknown the diagnosis and indication for the index surgical procedure?- unknown what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? - open on what tissue was the suture used? - subcutaneous tissue what was the tissue condition (normal, thin, calcified, fragile, diseased)? - unknown how was the suture placed (interrupted or continuous)? - interrupted. How was the suture originally tied (multiple knots, square knot, etc.)? - unknown please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).- local infection please provide the onset date/time of infection from the initial surgical procedure.- unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?- no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?- unknown. Were cultures performed? If so, please provide the results.- unknown. How much and what type of drainage is present in this wound?- unknown. Please describe any medical intervention performed including medication name and results.- unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?- no re-operation. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - unknown. What is the patient's current status?- stable.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/20/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: complaint/reference sample evaluation: no intact or opened sample was provided to investigation site for analysis of code nw1326 lot t1029. Retain sample evaluation: six retain samples of the incident code nw1326 and lot number t1029 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but and no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. As part of investigation batch manufacturing record was reviewed for code nw1326 lot t1029. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The batch manufacturing record was reviewed for critical manufacturing step - foil sealing process of the product. The sealing parameters i.e. Temperature, pressure and dwell time were found well within the specified limits. The sealing die forming pressure and temperature was also found satisfactory. The in-process quality checks along with package integrity test performed at each stage was found to be satisfactory and meeting the specified requirements. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. No deviations or abnormalities were reported during testing and monitoring of the incident lot. All the sterilization parameters were observed to be within limits as specified in the process specifications. The above investigation and device history record review shows that there was no issue during processing of the lot. From the above sterility test results, it is concluded that the retain samples were found to be sterile.